Manufacturer narrative:
The reported event is confirmed as manufacturing related. Visual evaluation noted 43 unopened coloplast mecs were received. Visual inspection noted no obvious defects. Although an exact root cause could not be determined, a possible root cause is mechanical failure. The product failed to meet specifications. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: freedom cath, active cath, uro-san plus and gizmo contains natural rubber latex which may elicit allergic responses in individuals who are sensitised to la-tex. Reuse of this single use product may create a potential risk to the user. Repro-cessing, cleaning, disinfection and sterilization may compromise product char-acteristics which in turn create an additional risk of physical harm to or infection of the patient. Do not use silicone based lubricants on the catheter. Cautions: coloplast accepts no liability for any injury or other loss that may arise in the use of this product in a manner contrary to coloplast¿s current recommendations. Do not use with alcohol based skin preparations unless thoroughly dry. Residual alcohol may cause degradation of material or excessive adhesion to skin. Indication: male external catheter. Information clear advantage, freedom clear, freedom clear ls & freedom clear ss are latex free. Freedom cath, active cath, uro-san plus & gizmo contains natural rubber latex. How to use clear advantage with aloe, freedom clear, freedom clear ls, freedom clear ss, freedom cath & active cath: make sure penis is clean and dry. Trim pubic hair as necessary. Place the rolled catheter sheath on the head of the pe-nis leaving a small space between the end of the pe-nis and the cone end of the catheter. If uncircumcised, leave foreskin as is over the head of the penis. Slowly unroll the sheath all the way up to the length of the pe-nis. Unroll slowly. Squeeze the sheath all around to seal sheath to the skin and to seal off any wrinkles. If too snug at base, snip unrolled portion of sheath be-tween penile-scrotal junction with a blunt scissor. Removal is easy; grasp end of the sheath at the base and roll forward gently."

Event description:
It was reported that the patient had issues with the male external catheter that had strong adhesive.